Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for fixation of the tibiofibular joint with the fibulink repair kit. The surgeon opened the kit after fixing the fibula with a posterolateral distal fibula plate and posterior malleolar with fixorb screws. The guide pin, drilling, inserting tibia screw and the tensioning cap was done smoothly. Then holding the silver tube with a locking hemostatic forceps and started deployment of the fibula link. It was confirmed that the tensioning cap was engaged with the link by fluoroscopy, so the surgeon turned the tensioning cap. However, the tensioning cap spun without fastening since the fibula link and the tensioning cap were not able to bite each other. The sales rep asked the surgeon if the silver tube slipped and turned, but the surgeon told it wasn¿t. The surgeon put back and turned the tensioning cap again while pulling back the silver tube, however the problem was not solved. Still the fixation of the medial malleolus was not done yet, the surgeon decided to remove all the kit, and the surgery was completed successfully without tibiofibular fixation with 30mins of delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the system was returned completely unassembled and with signs of manipulation. The wire component was also found bent. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A functional evaluation was performed with the tensioning cap and the knob and assembly worked as intended. The condition of the complaint was not able to be replicated a dimensional inspection was performed to the silver guide tube and the tensioning cap driver shaft and met specifications. The overall complaint was not confirmed as the observed condition of the fibulink syndesmosis repair kit ti would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # fgs-1100. Synthes lot # 24e013. Supplier lot # 24e013. Release to warehouse date: 06 aug 2024. Expiration date: 01 aug 2027. Supplier: (B)(4). No ncr's generated during production. DHR review retrieved from pi-17478524517753484 as the impacted products share the same lot number. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.